Event description:
Reporter related that in the past she has experienced the er1 message. Reporter simply retested successfully. Co reviewed technique and reasons for the er1 message. Reporter does not perform the control solution test. Reviewed importance of control solution test.